Event description:
The rptr did meter to lab comparison tests, within 5 minutes. Meter reading (capillary) was 175 mg/dl, and a venous lab test result was 245 mg/dl. Rptr did not have any symptoms. Control solution tests were not done due to lack of supplies. On f/u. The rptr used new test strips and control solution for a test with an in range result, 111 (91-137). Stated that rptr never cleaned meter, and was given training. Verified proper test procedure check confirmation dot. No harm was alleged.